Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. The consumer reported a loss or change of therapy in 2016 following a bad fall in (B)(6) 2015 and several falls "here and there." It was noted the fall messed up the patient's shoulder. Stimulation was not felt and the patient was having a lot more incontinence since cancer surgery. The patient continued to have the same issues a week later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.